Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic optic torn, and both the lens optic and haptic deformed. Dimensional and functional inspections found the lens did not meet original values measured at the time of manufacturing. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was exchanged with a longer, different power & model lens & the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown.